Manufacturer narrative:
Batch review performed on 26-03-2025. Lot 2348689: (B)(4) items manufactured and released on 28-03-2024. Expiration date: 2029-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Preliminary investigation performed by r&d department. The liner dissociated from the reverse metaphysis due to failure of the coupling between the two components. Givn the information at hand ti is not possible to determine the root cause of the event. The device history record review does not indicate any potentially related manufacturing issue. Additional implants involved batch review performed on 26-03-2025 on reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2414237 lot 2414237: (B)(4) items manufactured and released on 13-09-2024. Expiration date: 2029-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 26-03-2025 on reverse shoulder system 04.01.0400 grs baseplate - ø24.5x20 - full wedge 10 (k231911) lot. 2315761 lot 2315761: (B)(4) items manufactured and released on 10-07-2024. Expiration date: 2029-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 26-03-2025 on reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 2404990 lot 2404990: (B)(4) items manufactured and released on 17-06-2024. Expiration date: 2029-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2025. On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation. During the surgery, the surgeon noticed that the liner had dissociated from the metaphysis. The surgeon upsized the liner and the surgery was completed successfully. The surgeon reported that he encountered no issue during the first revision with the coulpling of the liner, which was implanted with 145° inclination. Patient was a muscular one. Additionally, reviewing the details of the primary surgery it was noticed that a not cleared combination of implants was used, namely: grs baseplate - full wedge 10 with lat. Glenosphere.